Event description:
The customer reported that she was having high blood glucose then low blood glucose reading. Customer stated she woke up with high blood glucose around 561 mg/dl and treated herself with insulin pump. Customer stated had her infusion set for 5 days. Advised customer to do a complete infusion set change and to monitor blood glucose and call back for any issues since her blood glucose at the moment was stable. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.